Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 263 mg/dl. Reportedly, an infusion set change was performed and a correction bolus was delivered to address bg. A system check was performed and the customer reported that the luer lock was loose earlier in the day resulting in air being introduced into the patient line. A supply change was performed to address the air bubbles.